Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. The cassette was inspected and a cut was found in the membrane. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. At the end of treatment when pt went to break everything down, she noticed solution inside the cycler. Pt's effluent remained clear and she had no adverse effects. Sample is available.